Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: b5, d8, e2, e3, h3, h4, h6 the device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event was caused by a failure of the printed circuit boards. However, a root cause was not identified. Olympus will continue to monitor field performance for this device.

Event description:
The intended robotic bronchoscopy procedure was completed with a same device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor displayed no image. The issue occurred during preparation for use. There were no reports of patient harm.